Event description:
It was reported there were sensing and capture difficulties and high impedance. An apparent lead fracture was confirmed at explant. No patient complications have been reported as a result of this event.